Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/28/2023, it was reported by a sales representative via (B)(6) that an ar-18700-20 drill bit broke and cold welded to the ar-18800-48 drill guide. This occurred during a case with no patient effect reported. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
Additional information was provided on 12/12/2023 where it was stated that this event occurred during a cmc arthroplasty procedure on (B)(6) 2023. All fragments were retrieved from the patient. They utilized a free needle and additional ethibond suture to complete the case.